Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not booting up, disconnected power supply from the rest and toggled the power switch on. A field service engineer disconnected all cables from the com sled except for the main power. Upon powering on, the screen remained black. Disconnected and tested drawers individually; identified full-height drawer 3 as the cause of the station failing to boot. Tested drawer controller boards and determined drawer 3 controller was faulty. Replaced the power management controller (pmc). Additionally, the enhance full-height drawer was non-functional. Inspection revealed damage to both the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen would not turn on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.